Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and one haptic was torn. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.